Event description:
During primary surgery, the patient's femur was found fractured upon final x-ray. The cause of the fracture is unknown.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records and complaint database were not provided. Although the complaint is non-verifiable, provided information states the product is not suspected of failing to meet specifications. Provided information states the fracture might have been caused by a fall/drop that dislocated the patient, history of mrsa, or by reaming. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.